Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿rupture¿.

Event description:
Healthcare professional reported the event of left side rupture. Manufacturer of the device is unknown. The device has been explanted and replaced.